Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd micro-fine¿+ insulin syringe with needle pierced through the cap. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a 1cc syringe. Customer states that the needle pierced the cap. The attached photos were examined and exhibited the cannula through the shield. See attached photos. A review of the device history record was completed for batch# 7261967. All inspections were performed per the applicable operations qc specifications. There were three notifications [200716540, 200716395, 200716636] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production.

Event description:
It was reported that the needle of a bd micro-fine¿+ insulin syringe with needle pierced through the cap. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the needle of a bd micro-fine¿+ insulin syringe with needle pierced through the cap. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.